Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius technical support that a peritoneal dialysis (pd) patient was hospitalized due to pneumonia (pna), allegedly due to the liberty select cycler draining inadequately. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea, swelling (face and lower extremities), and generalized lethargy. Radiological studies determined the patient was fluid overloaded and was suffering from bilateral lower lobe pna. The patient was formally admitted and was provided with three extended continuous cyclic pd (ccpd) treatments utilizing 4.25% dialysate to promote additional fluid removal. By (B)(6) 2024 the patient¿s dyspnea had dramatically improved, and their facial and lower extremity swelling was resolving. The patient¿s pna was treated with an oral antibiotic; however, the drug, dose, duration, and frequency are unknown. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. The patient¿s fluid overload was attributed to a malfunctioning liberty select cycler (negative ultrafiltration), as the patient did not experience any drain complications while admitted. Furthermore, the pdrn stated the patient¿s fluid status increased their susceptibility to contracting pna, due to the excess fluid in their lungs. The patient¿s liberty select cycler was replaced following an additional call that was placed to technical support. The patient has continued undergoing ccpd therapy without further issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of pneumonia and fluid overload, characterized by dyspnea, lethargy, and swelling, which warranted hospitalization and additional ccpd therapy with 4.25% dextrose dialysate for increased fluid removal. The pdrn attributed the cause of the patient¿s fluid overload to a malfunctioning liberty select cycler (negative ultrafiltration), as the patient did not experience any drain complications while admitted. Furthermore, the pdrn stated the patient¿s fluid status increased their susceptibility to contracting pna, due to the excess fluid in their lungs. The occurrence of pneumonia in patients undergoing dialysis is much higher than that in the general population. The susceptibility of dialysis patients to pulmonary infections is generally attributed to abnormalities in pulmonary function, however, the association between fluid overload and pulmonary infections cannot be denied. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse events. Given the pdrn¿s allegation of device malfunction, the patient¿s fluid overload, the absence of drain complications while using the hospital cycler (brand not provided), and no manufacturer investigation/evaluation of the suspect device, this clinical investigation cannot exclude the liberty select cycler from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported to fresenius technical support that a peritoneal dialysis (pd) patient was hospitalized due to pneumonia (pna), allegedly due to the liberty select cycler draining inadequately. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea, swelling (face and lower extremities), and generalized lethargy. Radiological studies determined the patient was fluid overloaded and was suffering from bilateral lower lobe pna. The patient was formally admitted and was provided with three extended continuous cyclic pd (ccpd) treatments utilizing 4.25% dialysate to promote additional fluid removal. By (B)(6) 2024 the patient¿s dyspnea had dramatically improved, and their facial and lower extremity swelling was resolving. The patient¿s pna was treated with an oral antibiotic; however, the drug, dose, duration, and frequency are unknown. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. The patient¿s fluid overload was attributed to a malfunctioning liberty select cycler (negative ultrafiltration), as the patient did not experience any drain complications while admitted. Furthermore, the pdrn stated the patient¿s fluid status increased their susceptibility to contracting pna, due to the excess fluid in their lungs. The patient¿s liberty select cycler was replaced following an additional call that was placed to technical support. The patient has continued undergoing ccpd therapy without further issue.